Event description:
Boston scientific received information that during a routine device implant procedure, the right ventricular (rv) lead was implanted and connected to a first device. Oversensing on the rv lead was noted. The physician attempted to reposition the lead without success. A non-bsc rv lead was placed and connected to this second device, however, shock impedance measurements greater than 200 ohms were observed. The non-bsc rv lead was then connected to the first device, achieving measurements within acceptable limits and no report of oversensing and remain actively implanted. The bsc rv lead and this second device were ultimately removed and not used. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this device was returned for reliability analysis.